Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infection/irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if an infusion site shows signs of infection immediately remove the pod and apply a new one at a different site. Contact your healthcare provider and treat the infection according to instructions from your healthcare provider," and advises "check the site for signs of infection, such as pain, swelling, redness, discharge or heat."

Event description:
The mother reported that the customer was taken to the urgent care clinic for an irritation issue and was diagnosed with cellulitis. The patient was prescribed keflex (oral antibiotics, 4 times a day for 10 days) and triamcinolone (topical antibiotic, applied 3 times a day). The doctor did not consider this to be an allergy to the adhesive. The mother stated that the reaction covered the diameter of the pod itself and is not as wide as the adhesive.